Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device shut off without user input, which was not reproduced during evaluation. A review of the event history log identified improper shutdown messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut off without user input during therapy in the intensive care unit (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury, or medical intervention associated with this event. No additional information is available.